Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant product: 4196, implantable pacing lead, (B)(6) 2012; 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead failed to capture at maximum output and had high thresholds. The lv lead was capped and replaced. The device had unexpected longevity and was replaced. No patient complications have been reported as a result of this event.